Event description:
It was reported that the pump exhibited an acu watchdog error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device found no repair history. The customer issue was confirmed by checking the alarm history and it was verified that the error was found in the alarm history. The root cause of the issue was a faulty speaker. The device was repaired by replacing the speaker. Also replaced the speaker to fix the primary audible alarm bgnd test. The device was calibrated, greased, set to standard configuration and passed all tests thereafter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an acu watchdog error. There was no patient involvement, no patient injury was reported.